Event description:
The customer reported 2 weeks ago their adc meter does not turn on at all even after replacing the batteries. The customer further reported experiencing "low sugar symptoms" starting (B)(6) 2013. The customer self- injected with glucagon. The customer did not seek third party medical intervention. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The meter serial number is unknown; therefore, the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.